Event description:
Ap large band was implanted in 2014. In (B)(6) 2024, the patient was vomiting with intolerance to liquids when taken orally and subsequent gerd. The patient also had a band slip and a hiatal hernia. The hernia was found at the same time as the band revision and retro fit with the flex. The revision occurred (B)(6) 2024.

Manufacturer narrative:
The reported device was not available for physical evaluation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the reporter or surgeon responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint could not be reviewed as the lot number was not provided. Limited investigation does not lead to a clear conclusion about the cause of the reported adverse event. Note: the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided by the reporter. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided. Note: only the year for the implanted date was provided by the reporter.